Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, the patient underwent spinal procedure at th11-l5 due to l2, l3 pyogenic spondylitis using perc utaneous pedicle screw (pps). Post-op, it was found that set screws on the l4, l5 pedicle screws were backed out. There was in-patient hospitalization or prolongation of existing hospitalization due to this event. Patient underwent revision surgery on (B)(6) 2017.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the returned implant identified a starburst pattern on the set screw face and node, consistent with set screw back out. Starburst wear marks and material debris around set screw node suggest rod cyclic movement and associated wear has materially compromised witness marks and node height. The location and extent of the wear of the set screw face disallows further insight into initial construct assembly. Conclusion: inconclusive; the implant returned in unsuitable conditions for evaluation.